Event description:
It was reported that a sigma pump will not auto restart after a downstream occlusion. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, device will not restart after a downstream occlusion alarm, which was confirmed. The current reading of the downstream sensor was out of specification with a fluid filled set (high reading). This elevated signal level is the cause for the downstream occlusion alarm and with a false downstream occlusion present the pump will not auto-restart. The downstream sensor was replaced.